Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair records for zimmer electric dermatome serial number 205421 and zimmer electric dermatome power supply, serial number (B)(4),were reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the devices. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have been previously repaired twice, the last repair being for wires exposed at the base of the cord connecting to dermatome on 9 february 2015. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from lexington clinic that a dermatome died during a graft harvest. Another box was borrowed and used to finish the case, but the dermatome still sounded like it did not have full power. The customer returned a zimmer electric dermatome, serial number (B)(4) and zimmer electric dermatome power supply, serial number (B)(4), for evaluation. Evaluation of the dermatome occurred on (B)(6) 2019 found that the motor was running erratically. The control bar was noted to have been in the right position and was recorded to have been within side to side calibration at all four settings. Repair of the dermatome on the same day involve replacing the motor, power cord, power switch, thickness control lever, and multiple bearings. He then verified that the device was functioning as intended. The dermatome was tested, inspected, repaired. Evaluation of the power supply on 5 february 2019 found that the power supply functioned as intended. The device was recalibrated as a precaution. Both the dermatome and the power supply were then returned to the customer without further incident. The power supply was tested and inspected. Reference numbers (B)(4) on (B)(6) 2019. While the service technician does find that the dermatome had an erratic motor, which can cause the device to not function as intended and appear dead, it cannot be determined from the information provided as to what lead to the motor breaking down such that this event could occur. Therefore, based on the information provided, a specific root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Electric dermatome handpiece died during graft harvest and another one was used to finish the case. The event occurred during surgery. No adverse events were reported as a result of this malfunction.